Event description:
It was reported that the universal modular electric/battery double trigger handpiece had two of the three screws break where the attachment connects. There was no report of surgical delay or pt injury associated with the event. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.